Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that a repeated c-00 error appeared on the generator. Technical support confirmed that the generator had been power cycled several times without resolving the problem. It was determined that the issue required generator replacement, and it was noted that no backup generator was available. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer waited for the isi field service engineer (fse) to replace the generator and used the new generator. The customer confirmed that the surgeon preferred to wait for the fse to replace the generator since the patient was not in the room when the issue was identified, and the fse's arrival was the same day.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was returned for failure analysis and completed investigation. The problem was confirmed using logs, recurring error c-33. During testing, the unit powered on and successfully cauterized across all ports and instruments without issue. The log also recorded error code c-00 and m-0b. The probable cause is attributed to a faulty electrical component inside the generator.